Event description:
It was reported that during a benign hyperplasia procedure, four fibers were used as all the fibers emitted no energy. The procedure was aborted after the fourth fiber failed. There were no patient complications reported. This report is for the fourth fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber tip. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a benign hyperplasia procedure, four fibers were used as all the fibers emitted no energy. The procedure was aborted after the fourth fiber failed. There were no patient complications reported. This report is for the fourth fiber.